Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding the inability to seat the liner into the shell involving a trident liner was reported. The event was not confirmed method & results: -device evaluation and results: a functional evaluation was performed. As the cup used during surgery was not available (it remained implanted in the patient) a series e trident cup was retrieved from finished goods. The returned liner was successfully impacted into the cup as per the trident surgical protocol. -medical records received and evaluation: no medical records were received for review with a clinical consultant as there is no evidence that the event is patient related. -device history review: the reported device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events reported for this manufacturing lot. Conclusions: the investigation concluded that the exact cause of the event could not be determined because further information such as the return of the mating cup implanted during surgery would be needed to complete the investigation. It was also concluded that there is no indication the event is related to a manufacturing issue.

Event description:
The 0 degree liner was not locking in the shell and kept slipping out after several attempts of impacting in. The 10 degree liner was then used and the surgeon was successful with leaving it in.

Event description:
The 0 degree liner was not locking in the shell and kept slipping out after several attempts of impacting in. The 10 degree liner was then used and the surgeon was successful with leaving it in.